Manufacturer narrative:
The user facility cancelled the scheduled in-service training. Steris has attempted to reschedule several times however the user facility has not responded.

Event description:
See uf #(B)(4).

Manufacturer narrative:
Steris is not aware of any adverse clinical event associated with this incident or any malfunction of the system 1 processor. It was reported that when it was discovered the ureteroscope was wet at the conclusion of the processing cycle, the scope was not used. As result the start of the patient procedure was delayed approximately 20 minutes until a replacement scope was available. No injury was reported. A steris service technician inspected the processor and found that an incorrect check valve was installed on the unit's float block. This check valve was worn and needed to be replaced. In addition, the technician found the drain screen and filter were not cleaned properly allowing a small amount of residual water to remain in the bottom of the tray. The technician confirmed that the chemical and biological indicators used in at the time of the reported event exhibited passing results and that no diagnostic or sterile cycles had failed. The user facility biomedical department replaced the check valve and drain screen, performed preventive maintenance and placed the unit back into service. No further issues have been reported with the equipment. The unit is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. Steris determined the cause of the reported event to be user error in that the processor was not properly maintained. An incorrect check valve was installed on the unit's float block and facility personnel stated they do not clean the drain screen/filter daily as recommended. The equipment maintenance manual states (pp. 7-5): "check drain screen: ensure screen is clean. Remove any debris or lint from screen". Additionally, the user facility attributed this event to their own user error in medwatch #(B)(4). Steris has scheduled an in-service training on the proper operation and maintenance of the equipment for hospital personnel on (B)(4) 2010.